Manufacturer narrative:
Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: hydrodynamic testing of the returned valve demonstrates gradients and regurgitation levels are within the ranges of historic comparison. High speed video evaluation shows that all leaflets coapt fully with no evidence of gapping or leakage between the free edges upon closure. The stent appears slightly distorted. Inward stent migration of the stent posts at 1 degree, 8 degrees, and 10 degrees was observed. Review of the device history record shows that the valve met manufacturing specifications when released for distribution. Conclusion: device evaluated and alleged failure could not be duplicated. The exact cause of the event could not be determined as the product performed normally throughout testing. Device explanted and replaced without reported adverse patient effect.

Event description:
Medtronic received information that this bioprosthetic aortic valve was implanted without reported difficulty. A leak test following placement of the valve showed no regurgitation. The aorta was closed, and a post implant echo was obtained. The echo demonstrated central regurgitation. The aorta was reopened, and the valve was subsequently explanted and replaced with a mechanical valve. A leak test was performed on the explanted valve, which showed no abnormality. However, the stent was distorted/twisted in a longitudinal direction, which may have been caused by an uneven height of the stitches on the stent. This may have been related to the surgical procedure/technique, or the patient's anatomy. The twisted stent is suspected to be the cause for the regurgitation.